Event description:
The event is reported as: the staples were not formed correctly during use. No pt injury reported.

Manufacturer narrative:
DHR review did not show issues related to this complaint. From the photo received, "jammed during use", the complaint cannot be confirmed and a conclusive root cause cannot be determined since the sample was not available. The MFR will continue to monitor and trend relating complaints.